Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation with concurrent anterior repair and paravaginal repair. The patient underwent mesh removal on (B)(6) 2011 due to vaginal pain and bleeding, increase in urinary incontinence with stretching of bladder neck. (B)(4). Stretching of bladder neck. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and overactive bladder. It was reported that following insertion the patient experienced chronic abdominal pain; recurring of cystocele; exposure of mesh and pain when sitting directly on vaginal area, anxiety and stress from the chronic pain, afraid to go outside due to urinating all over self due to incontinence. It was reported that the patient underwent partial mesh removal on (B)(6) 2011 and extraction of mesh on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.